Event description:
Boston scientific received information that this patient's home monitoring equipment detected both a low amplitude warning as well as a low out of range pacing impedance for this patient's atrial lead. There was also noise which lead to many inappropriate atrial tachy responses on the device. The lead was ultimately explanted and replaced successfully as twiddler's syndrome was suspected to have been the cause of the lead issues all along. To date, no additional adverse patient effects have been reported. To date, no adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead¿s distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. Further inspection revealed a deformed fixation helix. As the root cause of the observed damages traction forces during the explant should be taken into consideration. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.